Manufacturer narrative:
Additional information was received on may 2, 2019. The patient is female. During the procedure, the left atrium was being mapped with the pentaray catheter. Extended hospitalization was required as a result of the adverse event. The physician did not attribute the causality of the adverse event to any biosense webster, inc. Product but to the patient¿s condition. No biosense webster, inc. Product malfunction was reported. Therefore, sex and outcomes to adverse event is hospitalization initial/prolonged have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered myocardial infraction (mi) requiring surgical intervention. During the procedure, the patient suffered myocardial infraction. The patient was transferred to the cardiac catheterization lab and a stent was placed. The patient was reported to be in stable condition. The physician did not attribute the causality of the adverse event to any biosense webster, inc. Product. There¿s no information regarding extended hospitalization or patient¿s outcome. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.